Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v391768, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient was implanted for urinary dysfunction. The consumer reported via a manufacturing representative that she had symptom return and no sensory or motor response when testing the lead during the procedure. The cause of the event remains unknown. The lead was explanted and replaced and the issue resolved.